Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer resumed insulin delivery. During troubleshooting with tandem technical support, air bubbles were noted in the infusion set tubing. The customer was instructed to prime the air bubbles out of the tubing. The customer's blood glucose (bg) level was 369 mg/dl and a correction bolus was delivered to address the bg level.